Manufacturer narrative:
The product has not been returned. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should the device or additional information be received, a follow up report will be filed.

Event description:
Patient identifier: (B)(6). Date of event: (B)(6) 2014. According to the information received, a catheter was inserted into the bladder by a care giver on (B)(6). In the morning of (B)(6) the patient had noticed the catheter is not fixed as usual, the balloon had lost some liquid and was deflated. The patient could be supplied with another catheter she had it home. She did not suffer any harm, because the catheter did not slip out of the bladder.